Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown stryker 52mm cup. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding shell loosening involving a trident shell was reported. The event was not confirmed. Method & results: a visual, functional and dimensional inspection was not performed as the device was not returned. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Investigations have been conducted on individual product complaints which reported loosening, or poor fixation of trident hemispherical and peripheral self locking (psl) shells. Per our corrective action/preventive action policy and procedures stryker orthopaedics conducted an investigation to evaluate reports of shell loosening involving trident hemispherical and psl acetabular shells. The root cause analysis conducted as part of the CAPA determined the root cause of the trident shell loosening is failure to achieve initial biological fixation due to inadequate execution of the recommended surgical technique. Specifically, surgeons were not adequately executing the correct reaming technique required for the preparation of the acetabulum. Further information such as return of device, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported by the patients attorney that patient had a total left hip replacement on (B)(6) 2005 . Patient was revised on (B)(6) 2007 due to failed left hip with loose acetabular component.

Event description:
It was reported by the patients attorney that patient had a total left hip replacement on (B)(6) 2005 . Patient was revised on (B)(6) 2007 due to failed left hip with loose acetabular component.